Event description:
Clinical study-it was reported that 218/days after a coronary drug eluting stenting treatment a target vessel reintervention was performed on the left anterior descending (lad) artery lesion. The lesion was not predilated. The physician placed the taxus express2 8.8% 3.0 x 20 mm drug eluting stent in the lad. The stent was not post dilated.